Event description:
It was rported that a device was used during a left hemicolectomy. The device fired an incomplete staple line. The surgeon completed the anastomosis with hand suture. There were no consequences to the patient.